Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The patient's attorney alleges injuries, intraabdominal mesh surgery to repair and/or remove the defected mesh; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint no.: (B)(4). It is alleged by the patient's attorney that the patient was a recipient of a composix hernia mesh (hereinafter "composix). It is also alleged that on or about (B)(6) 2004 patient underwent surgery for repair of a post-appendectomy incisional hernia. As alleged a bard/davol composix, was implanted to repair the hernia defect. It is also alleged by (B)(6) 2017, patient underwent an additional explanation of intraabdominal mesh surgery to repair and/or remove the defected mesh. The patient was injured severely and permanently. As reported, patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, patient has suffered and continues to suffer from chronic pain as well psychological stress and depression. As reported, patient has undergone and will likely require in the future other forms of care and medical treatments due to the alleged defective composix hernia mesh.